Event description:
It was reported that the emboshield nav6 was unable to be loaded into the delivery catheter pod during preparation of the device. There was no patient involvement with this device. Another emboshield nav6 was used to complete the carotid stenting procedure and one rx acculink was implanted in the left internal carotid artery. Due to the tortuosity of the target vessel, the rx acculink jumped during deployment and did not cover the ostium of the lesion, requiring a second rx acculink to cover the ostium of the lesion. During the procedure, it was noted that the left external carotid artery was jailed by the two implanted rx acculink stents and there was evidence of distal embolization with cutoff in the distal intracranial segment. The patient did not have any symptoms related to this jailed artery. The patient was given angiomax for two additional hours post procedure. Post procedure, the patient experienced hypotension that was treated with dopamine. The hypotension resolved the same day. One day post procedure, the patient had ischemic optic neuropathy with vision changes. The computed tomography (CT) scan of the head found no acute intracranial abnormalities and the condition is continuing. The patient was discharged home one day post procedure. There was no additional information provided.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the embolization resolved on (B)(6) 2013. The ischemic neuropathy was diagnosed as a cerebrovascular accident in the optic nerve distribution causing visual symptoms and a change in the stroke scale.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: aspirin, clopidogrel, embolic protection: emboshield nav6 ((B)(4), lot # 2092462). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use.